Event description:
(B)(4).

Manufacturer narrative:
The psu is currently being returned to the mfg facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized as this stage. Resmed ref # (B)(4).

Manufacturer narrative:
An engineering investigation was performed on the returned power supply unit by the design facility in (B)(4). The investigation confirmed that the power supply was defective due to damaged connector pins. There was no patient harm or injury reported for this incident. Resmed's risk analysis concludes that the risk is acceptable. (B)(4).